Event description:
It was reported that this patient's device is under advisory for premature battery. The patient was inquiring about warranty regarding the device. At this time the device remains in service. No adverse events. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This supplemental report is being filed to provide additional information that this device was subsequently explanted.

Event description:
It was reported that this patient's device is under advisory for premature battery. The patient was inquiring about warranty regarding the device. At this time the device remains in service. No adverse events. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This supplemental report is being filed to provide additional information that this device was subsequently explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This supplemental report is being filed to provide additional information that this device was subsequently explanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this patient's device is under advisory for premature battery. The patient was inquiring about warranty regarding the device. The device explanted. . No additional adverse events. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.